Event description:
The following has been reported: biomed reported: "showing error message on screen patient harm: no". A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device starts up with state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed. The fva pins exhibit drag. Removed fva assembly and found the fva pins have debris. Cleaned pins and channels. The air compressor and fva lip seals will be removed and replaced during the repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.